Event description:
The patient reported communication problems between the implant and external equipment. The surgeon decided to replace the implant with a new advanced bionics spinal cord stimulator.